Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient stopped recharging her ipg as recommended after experiencing a few falls. In turn, her ipg has been unable to communicate with the charging system and programmer due to it being inoperable. As a result, the patient plans to undergo surgical intervention.